Event description:
On (B)(6) 2010 homechoice peritoneal dialysis (pd) patient called for a check line alarm which was resolved over the phone. The patient stated he was in the hospital over the weekend for peritonitis. No additional information available.

Event description:
On (B)(6) 2010 writer contacted pd nurse who stated that the patient went to the ER with belly pain on (B)(6) 2010 and was diagnosed that day with peritonitis. On (B)(6) 2010 the patient was started on an unknown antibiotic. The patient has since recovered and continues on pd therapy without any problems.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h10f14014 with no deviations from standard procedure. The root cause of the reported problem of peritonitis was unable to be determined due to insufficient information. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress. This is the first of three reports associated with this event.

Manufacturer narrative:
(B)(4). The sample was discarded, therefore, no evaluation was performed.